Manufacturer narrative:
(B)(4) film evaluation results are: a review of CT¿s 15 months post-implant confirmed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned ~5mm below the lowest right renal artery. The bifurcate proximal od measured ~31mm, and 1cm below the renals the stent graft od was ~33mm and the aortic neck measured 35mm at the same location. The aortic body and infrarenal neck were angulated ~60deg a-p relative to the distal aorta. The ipsi limb was placed into the left common iliac artery, and was extended with another limb into the left external iliac artery. The left internal iliac had been occluded. The contra limb was positioned down into the distal portion of the right common iliac. The max diameter aaa measured 7.1cm. A patent ima was seen entering the sac, and faint contrast was seen along the left wall of the sac near the level of the flow divider, from a likely type ii endoleak. The contrast appeared to be continuous to a possible proximal type I endoleak. Both limbs were patent, and no stent graft kinks or compression was observed. No other stent graft issues were seen. The exact cause of the aneurysm enlargement could not be determined from the images provided; however, it is likely that the type ii endoleak contributed. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. There is a possible proximal type I endoleak from a marginal proximal seal likely caused by disease progression that may also be contributing to the expansion. Films during this intervention were not available for return.

Event description:
An endurant stent graft was implanted in patient for endovascular treatment of abdominal aortic aneurysm. It was reported that on the one-year post-op imaging, an unknown endoleak was observed. The physician was unclear if it was a proximal type I endoleak or a type ii endoleak. It was further noted that the type ia was not confirmed on angiograms. The CT had a suspicious crescent shape that was outside the graft and there was some contrast in the sac; but it was not able to be determined via axials if the contrast in the sac was due to the large ima or this crescent shape. The aneurysm diameter had increased one cm over a year. The patient received treatment. On the preliminary angiogram, a large patent inferior mesenteric artery was observed. The physician embolized the inferior mesenteric artery with coils. Although the stent graft was opposed to the aortic wall, the physician decided to implant endoanchors to stabilize the stent graft from future aortic neck dilatation because the stent graft was intentionally implanted at the origin of the lowest renal artery during the index procedure. The nine endoanchors were implanted successfully and the procedure was completed. The physician was satisfied with the outcome. Further imaging was not obtained as nothing further was going to be done at that time. No additional clinical sequelae were reported and the patient is fine.